Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the instrument's grip cables was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The frayed grip cable is derailed from distal idler pulleys and one grip open cable is seated on outermost pulley and the grip close cable was exposed on the outside of the pulley. The yaw motion was non-intuitive as a result. The other cables at the wrist were not damaged. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .095 - .110 in length and were not aligned with the tube axis. It was concluded that the damage to the main tube was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that da vinci si surgical procedure, the megasuturecut needle driver instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.